Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6) 2017. User would override bolus size while still having insulin on board (iob) during bolus requests. There were no erratic basal rate adjustments. Making bolus requests while overriding recommended bolus size and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. The cause of the bg level was unknown. The bg level was addressed by the customer consuming glucose tablets. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg level.